Event description:
Event description cpi received information that during the attempted implant of this pacemaker system, pauses in output were noted in both the atrial and ventricular channels when the leads were coiled and the system was placed in the pocket. The leads were reinserted into the header of the pacemaker, and the same inhibition was observed. A new vigor device was implanted. Later in the day it was reported that the patient was experiencing periods of asystole. An invasive procedure was performed to determine the source of the problem.